Event description:
It was reported that following the second phase of the dbs implant surgery, the patient developed psychiatric problems. When the device was turned on, the patient's mental status changed and exhibited signs of a psychotic disorder. His wife stated "the patient actually came after her and got physical with her". The patient's symptoms "got so bad" he was hospitalized in 2007, and again in 2008. The patient's wife requested they turn the stimulator off to see if this was the problem. He immediately started to get better. The pt was in a nursing home, and later was released home. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.